Event description:
It was reported that the right ventricular lead had decreasing impedance and unstable threshold. It was also reported that the patient had intermittent diaphragmatic stimulation. The lead also had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an impedance/resistance decrease. There was a slight drop of impedance from average of 606 ohms on (B)(6) 2012 to 463 ohms on (B)(6) 2012.